Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated. The user reported that their sensor doesn't show any message resulting in the customer being unable to monitor glucose with sensor readings. It was determined by product quality there were no issues with the librelink application as a successful activation of libre 2 sensor was achieved with no sensor error and with the receipt of both glucose readings and alarm notifications in the application on a (iphone 11 pro ios 16.6; 2.10.2.7677). The reported issue is not confirmed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer was unable to obtain readings on the adc device in use with iphone 11 with ios operating system version 16.1.1. As a result, customer experienced loss of consciousness and/or seizure. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An investigation has been performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported that sensor doesn¿t show any message resulting in not being able to monitor glucose with sensor readings. Attempted to replicate the user¿s complaint using similar configuration and successfully activated with a libre 2 sensor and received glucose readings with alarm notifications and was unable to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer was unable to obtain readings on the adc device in use with iphone 11 with ios operating system version 16.1.1 and 2.10.2.7677 app version.. As a result, customer experienced loss of consciousness and/or seizure. No further information was provided. There was no report of death or permanent impairment associated with this event.